Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) received one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. The jaw gap was measured and it did not meet specification. Witness marks on the bevel wall were observed. Some sheering was also observed on the toggle switches. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle fell from suture unit and fell out of device jaws into the abdomen of the patient. Needle was retrieved. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The needle from the suture loading unit fell into the patient cavity. No device fragment was left in patient cavity. To correct the condition: another device was opened. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.